Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 420 mg/dl and 195 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took 25 units of lantus based on the 195 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. Reporter did state the strips have been left in the trunk of her car. A request was made for the return of the affected product.